Event description:
It was reported that the device was displaying a service icon and had an error code in memory that indicates a potentially critical failure. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control verified the reported condition and provided the customer with a quote for repairs. The customer declined service and decided to replace the device with a new unit. The failed device will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.